Event description:
It was reported via phone call that the insulin pump alarmed button error. It was stated that the customer walked under the rain from the car to the house with the insulin pump. Blood glucose value was 195 mg/dl. It was advised that the customer discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response on the act button due to corroded keypad traces noted. No unexpected button error alarms noted during our testing. Unable to perform displacement test due to unresponsive keypad. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.